Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of tracheal cuff deflation could not be determined as no sample was returned for evaluation. A representative sample was retrieved from production lot for simulation purpose. Visual inspection on the production representative revealed no obvious defects. As part of functional inspection, the cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. No issues were found from the simulation tests. A device history record review was performed, and no relevant findings were found. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: DHR information.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient". No patient involvement.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of tracheal cuff deflation could not be determined as no sample was returned for evaluation. A representative sample was retrieved from production lot for simulation purpose. Visual inspection on the production representative revealed no obvious defects. As part of functional inspection, the cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. No issues were found from the simulation tests. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# updated. Other remarks: n/a.

Event description:
It was reported that "prior to the start of intubation for chest surgery for resection of a pulmonary nodule, the anesthetist, when testing both cuffs, warned that the tracheal cuff deflated, so they did not use the device with the patient". No patient involvement.